Event description:
A falsely low advia centaur xp tsh3-ultra result was obtained for a patient sample. The patient sample was tested for tsh on the advia centaur xp and on an alternate test method. The results were higher. Repeat testing was performed on the same instrument and another advia centaur xp for tsh3-ultra and the results were as expected. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant tsh3-ultra result.

Manufacturer narrative:
A siemens' field service engineer (fse) went on site and checked the instrument for leaks. The fse checked the wash and aspirate probes- no leaks found. The fse checked the probe alignments and no problems were found. Quality control was run successfully. The cause for the discordant advia centaur xp tsh3-ultra result is unknown. There have been no additional incidents since service was sent in. The instrument is performing within specification. No further evaluation of the device is required.